Event description:
Event description boston scientific received information that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d) a three second pause in pacing was noted when suturing the lead into the pocket. The pause was not seen again. The lead measurements were normal.